Event description:
It was reported that about half of the diagnoses in the database show up incorrectly, and that one of the cardiologists shows up as the referring doctor on many patient which the doctor isn't associated with. The database remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.